Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a non-healthcare professional. This case concerns a female patient of unknown age who experienced a hot left knee while receiving treatment with synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified location. On an unknown date, the patient experienced a hot left knee and was hospitalized. It was reported that the patient was okay now. Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: hospitalization or prolongation.